Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the delivery stopped and the pump did not work properly. The customer was advised to remove the infusion set from the body. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book error broken force sensor error was found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had broken belt clip rail, minor scratched display window, case and keypad overlay.